Manufacturer narrative:
Product analysis: upon receipt at medtronic's quality laboratory, visual analysis revealed that the valve was discolored showing evidence of blood contact. All leaflets were in the closed position with a slight gap at the point of coaptation. All leaflets were flexible and intact. All commissures were intact. This valve was re-assessed for size confirmation and found acceptable for a size 19mm valve of this model. Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. The valve measured to be of appropriate size. The cause of the issue may have due to patient anatomy as it was reported that the patient anatomy did not allow the use of the replica head of the sizer. The instructions for use (IFU) indicates that both sides of the sizer should be used to select valve size, and ultimate size should be selected based on the replica end. Since the patient's anatomy did now allow the replica end to be used, it appears it would have been unlikely that the valve would fit. Investigation and analysis confirmed there was no device problem. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that prior to the implant of this 19 mm aortic bioprosthetic valve, the surgeon used the sizer to determine the size of valve. Only the barrel end of the sizer was used because this is the way this surgeon sizes all valves and patient anatomy did not allow use of a replica. Upon attempting to implant the valve, it didn't fit the patient anatomy and could not be implanted. A 16 mm mechanical valve was successfully implanted. No adverse patient effects were reported.